Event description:
Customer reported the upper operating knob of device is jammed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the motor was defective, rough running and seized. The motor and control were found to be defective. The device was repaired, tested and returned to customer on (B)(4) 2013. PMA/ 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.